Event description:
It was reported that the customer had a button error alarm. The customer's blood glucose level was 120 mg/dl. The trouble shooting was performed. The customer was advised that the insulin pump will be replaced and revert to backup plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, and cracked reservoir tube lip.